Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause ofthe reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2014-05704. The patient has two 3166 leads from the same lot. It was reported the patient was experiencing purulent discharge at one of the lead sites. In turn, the patient was diagnosed with an infection and was given antibiotics. Follow-up revealed cultures were taken and came back negative for staphylococcal infection. The infection remains ongoing and the next course of action is unknown at this time.